Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on october 28, 2019 revealed that the motor, power cord and power switch required replacement. Repair of the electric dermatome was not performed by zimmer biomet surgical as the aged repair quote was not accepted. The customer is waiting on a quote from the sales representative for a new unit. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor, power cord and power switch required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4).. Upon receipt of additional information and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device had a frayed cord on the handpiece end. There was no harm and no delay reported as a result of this malfunction.